Manufacturer narrative:
Investigation . X-inspect returned samples . Analysis and findings complaint #(B)(4). Distribution history: this complaint unit was manufactured at csi on 2/9/2001 under wo #(B)(4) and shipped on 2/21/2001. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at this time. However, at the time of manufacture, records from each unit are reviewed to ensure that product meet all specifications. Should the device history record be located, this complaint will be amended accordingly. Incoming inspection review: n/a . Service history record: no additional service history records found for this unit. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on repair log 94649. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: unit was not functioning properly. Root cause: service and repair confirmed the 'error 2', which is directly related with capacitor and fuse damage. An error 2 indicates flow of 15v is improper due to a blown fuse. After replacing fuse 1, capacitor 15 and d2 the complaint unit functioned to qa specifications. The root cause for this complaint condition is not readily available. Given the age of the device this failure is being attributed to normal wear and tear. The diaphragm was changed out due to a previous finding where the material degraded to the point where it no longer functioned as intended and prevents activation of a unit. This unit's diaphragm was in working order. However, the corrective action for this issue requires returned units be updated to the new material and applicable on this unit. Correction and/or corrective action: the unit was repaired, tested to specifications and returned tot he customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. Corrective actions relevant to the updated diaphragm are as follows; coopersurgical service and repair replaced the diaphragm on the unit, tested it and returned it to the customer. Engineering has successfully tested a replacement material made of silicone for use in repairs going forward, eng-test-10341-r. The IFU was also updated to add a safety check via ecn-20444. A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. The repaired unit will have been repaired with this new silicone material. No further training required at this time. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
With foot p., p. Cord and 2-b. Plugs "ER 2" the diaphgram was replaced. Order: (B)(4). Ref: (B)(4). 1216677-2020-00174 leep system 1000 esu gen 52969 (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported condition.

Event description:
With foot p., p. Cord and 2-b. Plugs "ER 2" the diaphgram was replaced. (B)(4). Leep system 1000 esu gen 52969 (B)(4).